Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced significant cardiac pain and a micro-perforation one day after right ventricular (rv) lead implant. It was further reported that the rv lead may have been partially extended into the pericardial space. The rv lead was r e-positioned and remains in use. No further patient complications have been reported as a result of this event.